Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that the pump's alarm sound was not annunciating. Reportedly the customer changed pump supplies. Customers blood glucose was 283 mg/dl.